Event description:
The investigation of the device revealed a finding of a broken wifi adapter with exposed circuitry.

Manufacturer narrative:
One cardiomems patient electronic system and accessories were received for evaluation. Visual inspection revealed the wifi adapter was broken and not intact. The source of this reported compliant was due to a damaged and nonfunctional wifi adapter.